Manufacturer narrative:
The insulin pump passed displacement, prime/ compromised force sensor, basic occlusion and no delivery tests. However the insulin pump had motor error alarms during occlusion test due to faulty force sensor resistor (gold). The insulin pump had cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.